Event description:
While starting the surgical procedure, physician realized that the bovie pencil was not working correctly. Troubleshooting began with unplugging and re-plugging in devices and changing the grounding pad on the patient with no success. A new bovie pencil was opened and worked appropriately.